Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The device was returned with its original pouch. The device has suture broken, as part of overall visual revision. The suture of the returned catheter was found damaged (broken); no other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the suture was broken. The target lesion was located in the stomach. A flexima¿ apdl was selected to be used. During procedure, in the process of placing the flexima, the suture in the pigtail part got detached. The detached part was removed from the patient's body together with the drainage catheter and no portion left inside the patient's body. Procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the suture was broken. The target lesion was located in the stomach. A flexima¿ apdl was selected to be used. During procedure, in the process of placing the flexima, the suture in the pigtail part got detached. The detached part was removed from the patient's body together with the drainage catheter and no portion left inside the patient's body. Procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.